Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator foot switch had error e433. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, a root cause was not identified. This reported event is caused by a component failure of the foot switch or internal electronic board. The event is detectable and preventable by handling device in accordance with the following IFU. Chapter 7: before use. Warning damages and irregularities. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. - before each use, inspect this electrosurgical generator as instructed below. Inspect other equipment to be used with this electrosurgical generator as instructed in their respective instruction manual. - if the output is activated and the output tone can be heard but no output indicator illuminates or the touchscreen is off, stop the procedure immediately, switch off the electrosurgical generator. Otherwise, it may cause perforation, bleeding and user and/or patient burns. - should the slightest irregularity be suspected, do not use the electrosurgical generator and refer to section ¿8.11 troubleshooting¿ on page 91. If the irregularity is still suspected after consulting this chapter, contact olympus. Chapter 8: use. Warning irregularity or damage. If during operation any irregularity will be suspected, do not use the electrosurgical generator and refer to section ¿8.11 troubleshooting¿ on page 91. If the irregularity is still suspected after consulting this chapter, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.